Manufacturer narrative:
Per the tandem user guide, the transmitter battery will last at least ninety days. Once you see the low transmitter battery alert, replace the transmitter as soon as possible. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a failed transmitter error. Reportedly, the transmitter had been in use for longer than three months. No additional patient or event information was available. Tandem technical support instructed the customer to use a new transmitter.